Manufacturer narrative:
Section d4: expiration date was inadvertently added in previous report and is not applicable for this device. Manufacturer's investigation conclusion: the reported event of a burning smell coming from the power module was confirmed via functional testing. The power module (serial number: (B)(6) was returned to the burlington service depot and was evaluated and tested. The power module was powered up for several days and the reported issue of a burning smell was able to be reproduced. Upon further inspection it was found that the battery clip streamline cable was the cause of the burning smell. The cable was replaced and was forwarded to the product performance engineering (ppe) lab for further analysis. The cable was visually inspected and burn marks were found along the cable. A root cause for the burning smell coming from the power module was due to the battery clip streamline cable overheating; however, a root cause for the cable overheating was unable to be conclusively determined through this analysis. Heartmate ii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate ii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate ii lvad, including inspecting the integrity of the power module patient cable. This section also informs the user to replace any equipment or system component that appears damaged or worn. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed the heartmate power module (serial number: (B)(6) was manufactured in accordance with manufacturing and qa specifications. The device was shipped on 30mar2018. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that while changing out the battery for the power module, there was an electronic burning smell. The battery charge cable was discolored. The unit was working but would be sent in for examination.